Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the e224 error was confirmed as it came up with connecting the camera. The connector pins were also found to be scratched and the cable was kinked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the 4k camera head, there was an e224 error, and the camera head was heated. The issue occurred during a therapeutic procedure (endocholecystectomy), which was delayed for 5 minutes, and the patient was under general anesthesia at the time. There was no patient harm associated with the event. The device was returned and evaluated, and a connector failure was found due to scratches on the connector pins. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a damaged cable. Olympus will continue to monitor field performance for this device.